Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in (B)(6) 2018 on the cch7 unit, the tubing broke off in the triple lumen catheter. The tubing had been connected to the catheter without a needleless connector. No patient harm was reported.